Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the femoral component at cement to implant interface. Cement manufacturer is unknown. Lateral x-ray confirms lucency around femur. Positive bone scan. Revised the femur only. Doi: 2005 dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary :no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.